Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device product code: jow. Reported issue: on september 17, 2019, it was reported that the device was broken. The device history record (DHR) for the vp500 vasopress pump with serial number (B)(4) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the vp500 vasopress pump performed by zimmer biomet surgical on october 03, 2019 revealed that the alarm failed on low side. Additional product evaluation was performed by zimmer biomet surgical on november 25, 2019 since the original evaluation performed on october 03, 2019 did not provide the exact failure observed during evaluation is unclear. Product review performed on november 25, 2019 revealed that the device power cord was cut exposing wires, fuse holder was missing and housing had scratches. Repair of the vp500 vasopress pump was not performed due to the device being scrapped after product evaluation. The reported event "the device was broken" was confirmed since product review performed on november 25, 2019 revealed that the device power cord was cut exposing wires, fuse holder was missing. A definitive root cause of the broken device could not be determined with the provided information since cause for fuse holder and power cord issue is unknown. The device was scrapped after evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit was broken. During investigation of the device, it was discovered that there are exposed wires on the device.